Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A message received from patient: " [..] I had a triathlon stryker knee [replacement] on (B)(6) 2019 one week ago. Apart from the great pain which I understand is normal. When I walk rotate the knee it clicks every time. The clicking does not hurt but I question if this is correct."